Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The software investigation found that user error is suspected as the root cause of the anomaly based on the log analysis performed.

Manufacturer narrative:
Patient weight not available from the site. Onsite investigation was preformed to further investigate the reported event, the field representative was unable to replicate the issue as system functioned as expected and without problems. No parts were replaced. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a cranial resection procedure, they lost the registration exam of the patient on the navigation system. There was a reported delay to the procedure of 1 hour or longer due to this issue. There was no impact on patient outcome.